Manufacturer narrative:
This report is a duplicate of an asr which was sent to FDA during the apr 1-jun 30 quarter (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the suture of the uterus after a caesarean section, the needle broke on the crimping and fall in the uterus. Surgeon had to re open the uterus to pick up the needle. Intervention had to be extended. Needle and retained wire are available for return to supplier.